Event description:
It was reported that the patient experienced cardiac tamponade and pericardial effusion. A faradrive steerable sheath clear was selected for use. During the procedure once the pulmonary vein was ablated, the blood pressure dropped during observation. After withdrawing the pericardial fluid and reinfusing it back into the body, the blood pressure did not increase significantly. The echocardiogram indicated an increase in pericardial effusion. Based on the recommendation from the cardiothoracic surgery department, a thoracotomy exploration surgery was performed for treatment. During insertion of the ventricular electrode and performed angiography of the left and right pulmonary veins, the ventricular electrode has penetrated the pericardium. Withdraw the electrode. The patient was not hospitalized due to this event. No further information was provided.